Event description:
Customer reported problems with moving the c-arm, the left wheel is binding. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the wheel brake and replaced the cross arm brake. System operates as intended. This MDR is related to ge healthcare complaint number.